Event description:
Customer reportedly received results of 439 mg/dl and 138 mg/dl within 10 mins on the advantage system. No actions taken based on device results. No adverse event reported. Requested return of suspect device, however, the test strips have been discarded; replacement was sent.